Manufacturer narrative:
Other, other text: no product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation.

Event description:
It was reported that the customer received a spike in complaints from patients related to leaky cadd extension set with male/male luer, 0.2-micron air-eliminating filter, integral anti-siphon valve, and clamp. Customer asked if there was a known defect with this tubing. Patients were asked to return their leaky extension sets to them for further evaluation. Received from accredo a report with malfunction from jan - june 2023, where 67 patients were affected. About injuries, no major issues were reported, some patients mentioned exhibiting pulmonary arterial hypertension symptoms.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.